Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Caller normally ranges around 200mg/dl two hours after meals, based on parkes error grid analysis, the bias between the highest result in memory (554) and the lowest normal result is located in zone c. No adverse event reported.